Manufacturer narrative:
Several attempts to get additional information from the physician regarding the patient have been done however, no information has been received. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
Manufacturing site for product corrected.device was not returned therefore, evaluation could not be performed. Lot number not provided therefore, no manufacturing date can be provided. Placeholder.

Event description:
Surgeon reported a patient with a metal flake in his eye following cataract surgery. He attempted to remove it but he said it was really stuck in the iris and he was afraid of disinserting the iris root if he pulled too hard. He reported that it is inert and not causing any problems. The patient is scheduled for an MRI.

Manufacturer narrative:
Placeholder.